Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue and indicated a possible sample volume issue. Root cause: unable to determine. Source: email.

Event description:
Customer reported one patient had one false positive sars result. The customer communicated the result was suspected to be negative. The patient was retested and confirmed by an unknown methodology.